Event description:
Additional information received indicated the event was resolved by replacing the right ventricular lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the lead was capped and replaced to resolve the event.

Event description:
During follow-up, noise resulting in oversensing and inappropriate defibrillation therapy was noted on the right ventricular (rv) lead. Rv lead insulation damage was suspected as the cause of the event, although it was not confirmed. Rv lead revision is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.